Manufacturer narrative:
Event occurred on an unknown date in 2021. This report is for an unknown vertebral body replacement - expandable: x-mesh/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, one (1) unknown x-mesh expandable cage collapsed after being torqued when axial forces were applied. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. There were no fragments generated. There was no patient consequence. This report is for one (1) unk - vertebral body replacement - expandable: x-mesh. This is report 1 of 1 for (B)(4).